Event description:
A balloon ruptured at unknown pressure during a percutaneous transluminal angioplasty of a shunt. Another balloon was used to successfully complete the procedure without patient complications. This device was not returned for evaluation, therefore, no failure analysis is available. Balloon rupture or balloon leaking is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Follow up indicated this balloon was inflated without the benefit of a pressure gauge. Co believes this factor contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event. Directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully...balloon rupture at lower pressure may occur in strictures exhibiting sharp points due to calcified material or staples...if resistance is felt when removing a guidewire through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."

Manufacturer narrative:
F11-date MFR initially forwarded report to FDA. H3. Evaluation summary. This device was returned, evaluated and retained by this MFR. The engineering evaluation revealed a 2 centimeter longitudinal burst located between the distal and the proximal radiopaque markers. The shaft under the balloon was bowed and flattened. Scratches were located on the balloon surface. This device displayed characteristics consistent with overpressurization, a bowed and flattened shaft, and contact with a sharp external source, scratches on the balloon surface, which co feels may have contributed to this event.